Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following cataract extraction with intraocular lens (iol) implant procedure, glistening was observed on the iol. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.